Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be myocardial infarction (mi). The patient was not hospitalized for the event. The patient was not connected to the hc device at the time of mi. It was unknown if an autopsy was performed or if a death certificate was available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. External & internal inspection was performed and revealed no problems. A review of the service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The sample evaluation and the review of the logs did not identify anything that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Device evaluation has begun but is not yet completed. Should additional relevant information become available, a follow-up will be submitted.